Event description:
It was reported that the ventilator "had all led lit and unit turned off and the operation of worth was repeated" with an audible alarm. This happened during a test and the ventilator was not connected to a pt.